Manufacturer narrative:
The investigation is underway and a supplemental report will be submitted upon completion. MFR reference #: (B)(4).

Event description:
It was reported that following a btm procedure, it was discovered during the dressing change that the sealing membrane of the btm was not removed before the device was folded and pressed into the wound. Subsequently, the btm was removed. Per report, the surgeon was unfamiliar with the device, and this was the surgeons first application.

Manufacturer narrative:
Additional information: h2,h3, h6, h11. The device was not available and therefore a device evaluation could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device based on the information received. Based on the information available, the cause of the removal of the btm was due to use error. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).